Manufacturer narrative:
After repeated requests the oxygen pressure reducer was received for investigation on (B)(4) 2016. The ¿alduk I¿ shows heavy traces of use, the manometer obviously had received a knock and is lopsided, the glass shows a crack. The o-ring of the cylinder connection was found charred, which is seen as the consequence of the reported event. No other device failure was identified. After replacement of the o-ring the device passed functional testing without problems. Therefore a device failure is most likely not the root-cause of the event. Concluding, the root cause could not be identified. The oxygen pressure reducer ¿alduk I¿ complies with the relevant standard. The safety indications are written in the instructions for use. Concerning the mentioned similar events in the past, there was one event reported in march 2015, which was also reported by the manufacturer to the FDA (MDR 9611500-2015-00032). Further comment: it was already on (B)(4) 2016 decided by the manufacturer that this event is reportable to the FDA. At that time the initial report was prepared, but unfortunately not dispatched by mistake. All information is now included in this MDR.

Event description:
It was reported that: a ventilated patient was prepared for transport. The caregiver has checked the ventilator and the oxygen cylinder with no findings. A little later the physician wanted to start the ventilation, opened the cylinder and observed heat and smoke at the pressure reducer. He turned off the cylinder and put the device apart. No patient injury occurred. Reportedly already two similar events had happened in the past, but no details are known.